Event description:
The reporter stated that the pump delivered two boluses without user intervention. The pump reportedly delivered a 0.6 unit bolus at 10:06 am that was not programmed by the patient. The patient was given orange juice to prevent a low blood glucose (bg), and the patient's bg was reportedly 124 mg/dl. Fifteen minutes post orange juice, the patient's bg was reportedly 90 mg/dl and the patient was given more orange juice. The pump reportedly delivered a 1.0 unit bolus at 11:01 am that was also not programmed by the patient. The patient was removed from the pump and placed on insulin injections. The reporter stated that the patient wears the pump on his belt and the pump is kept locked at all times, so there was "no way a key could have been accidentally pressed" by the patient. The reported bg values do not meet the definition of a serious injury. This complaint is being reported due to the allegation that the pump delivered unprogrammed boluses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. There was no damage found to the key contacts when the keypad cover was removed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A review of the pump's history verified that two programmed boluses were recorded in pump's history during the reported incident on (B)(6) 2011. There were no un-programmed boluses that occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported bolus delivery issue was not duplicated during the investigation.